Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2025. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient was on the phone with her endocrinologist discussing how her omnipod insulin pump was not compatible with her new phone when she passed out and fell (no injuries were sustained). The patient¿s cgm had been reading high mg/dl prior to this. No bg meter comparison value was taken. The patient¿s sister found the patient and took her to the ER. At the ER, the patient regained consciousness. It was not reported if any medication was provided to the patient in order to help her regain consciousness. At an unspecified time at the hospital, the patient¿s cgm was reading 287 mg/dl while the bg meter was reading 167 mg/dl. The patient reported that her cgm had been consistently running higher than her bg meter readings. The patient¿s doctor suspected the patient¿s loss of consciousness was due to the patient¿s insulin pump delivering insulin based on falsely high cgm values. Unspecified diagnostic tests were done while she was in the hospital. It was also reported that the patient was treated with IV insulin. The patient was discharged on (B)(6) 2025 and was feeling better. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. The reported glucose values fall within the b zone of the parkes error grid at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.